Event description:
It was reported that the patient presented for an implant procedure. It was noted that the stylet cannot be fully inserted on the left ventricular lead. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of failure to advance stylet was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve height was measured to be within specification. A stylet was able to be fully inserted inside the lead and removed without obstruction/restriction.